Event description:
The clinic reported that a laser vision correction patient presented at a one week post op follow-up with flap striae in the right eye. The flap was lifted and rinsed and a bandage contact lens was placed on the eye. The patient's uncorrected visual acuity was 20/20.

Manufacturer narrative:
The clinic is reporting this adverse event only and does not request or require field service or clinical support. All pertinent information available to amo has been submitted.

Manufacturer narrative:
Patient had a foreign body sensation and slight blur in the right eye prior to the lift and rinse. The interface was not the cause of the problem. The patient rubbed his eye post operatively, causing striae. (B)(4). Human factor. Placeholder.